Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr03aa implantable pulse generator, (B)(6) 2006; 5092 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial lead had high impedance and a fracture was suspected. The patient is very active with weight lifting and exercise. The lead was capped and replaced. No patient complications have been reported as a result of this event.